Manufacturer narrative:
(B)(4). Evaluation summary: the customer returned one used sample for evaluation. A visual and functional evaluation was performed and the reported condition was not confirmed. The visual inspection found that all components were present, in the right place and complete. An underwater pressure test was performed on the returned sample with no leak detected. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. A labeling review was performed and the label contains appropriate cautions, warnings and directions for use. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter of one 2-lead arthroscopic irrigation set in which "a crack on tubing near one of the y-site causing air bubbles". It is unknown how long into the procedure before the crack was observed. The set was changed out and worked fine. There was no patient injury or medical intervention necessary. They were performing a lithotripsy and the procedure was able to be completed. The medication is used is unknown. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information is obtained or the sample becomes available, a follow up report will be submitted.